Event description:
The report states emergency medical technicians responded to a person described as having obvious signs of death: lividity/rigor mortis and connected the device. According to the reporter, the "analyze" button was pressed, the device advised a shock, and a countershock was delivered. The reporter is complaining the device advised a shock on a long dead person.